Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by their dentist for their cleaning. The dentist found in their examination the patient's wisdom teeth on the bottom have not come in yet. They are growing horizontally and not vertically. The dentist advised not to use aligners because they are not going to help with the issue that the patient now has. The patient's wisdom teeth does not have enough space to grow. Requested patient to obtain letter of recommendation from their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.